Event description:
It was reported that the ilet issued an occlusion alarm while the user was on a steel contact detach infusion set with 23-inch tubing, and the alert cleared only after the user completed a supply change during the call. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided support that included troubleshooting education, with visual checks noting no bubbles or kinks in the prior tubing and no issues reported with the current or previous set. Investigation of this case revealed an insulin delivery occlusion alarm associated with the infusion set and tubing, with the event resolved after replacement of disposables; the specific lot was unavailable. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent occlusion related to the disposable infusion set that could not be replicated after supply change.